Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to report that the therapy hasn't worked for quite some time, a few years. Patient said that they want to do an MRI of their back however was told that can't because of the stimulator. Patient would like to have the system removed as soon as possible so that can have the MRI of their back. Patient said that the urologist left the clinic and patient had to find a new specialist however can't see them until february 19th.